Event description:
It was reported that, upon field service installation, the roller pump rolled discontinuously when the occlusion knob was turned. There was no pt involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The issue could not be duplicated by the terumo subsidiary.